Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to deliver a bolus, the bolus screen displayed units instead grams of carbohydrates. During troubleshooting with tandem technical support it was found the customer forgot to turn the carbohydrate feature on. Tandem technical support guided the customer through turning the carbohydrate feature on. Customer's blood glucose level was in the 100 mg/dl range.

Manufacturer narrative:
The reported event is a training issue. This is not a reportable event.